Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed the report of low flow alarms and flow values less than 1.0 lpm, a specific cause for these low flow values could not be conclusively determined through this evaluation. The evaluation of (B)(6) and the submitted images confirmed the report of clots in the device, which appear consistent with the decrease in flow. In addition, a specific cause for the patient¿s hyper coagulopathy could not be conclusively determined through this evaluation. The submitted log files captured calculated flow decreasing on (B)(6) 2019 after 07:04:15 am. A persistent low flow hazard alarm was captured starting at 07:04:33 am, associated with the calculated flow decreasing below the low flow hazard threshold of 2.5 lpm. Calculated flow ranged between 0.0 and 1.9 lpm throughout the remainder of the data. Despite the decrease in calculated flow, the pump appeared to have functioned as intended at the set speed throughout the duration of the submitted data. It was reported that the patient underwent a pump exchange on (B)(6) 2019. Submitted images from the operating room revealed loosely coagulated blood reportedly removed from the device; however, the origin of this loosely coagulated blood could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 12¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned unattached from the pump cover outlet port with the outflow graft bend relief disengaged. The apical cuff was not returned. Loosely coagulated blood was observed in the eye of the rotor and the interior of the pump cover. Loosely coagulated blood mixed with tissue-like clotted blood was also observed in the interior of the outflow graft. The lack of structure of these depositions suggests that they developed acutely, potentially due to poor surface washing as a result of the decrease in flow observed in the submitted log files. Examination of the remainder of the blood-contacting surfaces revealed no additional depositions or thrombus formations that would have contributed to the reported event. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the patient was discharged home on (B)(6) 2019 and prescribed aspirin 325, brilinta 90 twice a day (bid), and coumadin to keep inr 3.5-4.5. The patient had idiopathic hyper coagulopathy and non-responder to platelet inhibitors. Despite testing, the team could not diagnose coagulopathy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient reported having pain radiating to left shoulder, neck, up back of head on (B)(6) 2019 at 6:30am. Head CT was negative however complained of having pulsatile index (pi) events along with low flow alarms. On return about 7:20 1st low flow alarms which have continued since with flows less than 1.0. During the analysis of the log files it looks like the low flows began morning of (B)(6) 2019 around 7:04 am. The flows have remained below since. On (B)(6) 2019, the patient underwent a pump exchange. The original pump was removed due to obvious clots seen and removed from inflow and outflow graft (ofg). Original apical sewing ring retained and graft to graft anastomosis for the ofg. Pump and majority of ofg returned for expedited analysis. No additional information was provided.